Event description:
The customer reported the ventilator did not deliver a tidal volume breath in simv mode. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service technician tested the device flow sensors and reported the exhalation flow sensor failed, with measured flows low per specification. A lot tidal volume attributed to the exhalation flow sensor may result in auto-triggering (autocycling) and breath stacking in normal ventilation mode. This may be a detriment to the patient as it may result in hypoventilation or hypercarbia. Device alarms must be set by the clinician to alert for high pressure, volume and/or respiratory rates. The service technician recommended replacement of the exhalation flow sensor to the customer who declined the repair. The device was tagged do not use and the customer has removed it from service.

Manufacturer narrative:
Exhalation flow sensor.